Event description:
Four stent procedures that were initially performed without incident. Migration was noted to have occurred within 24 hours. All stents were removed successfully. There were no pt complications involved. The devices have been destroyed by the user facility and will not be returned for eval. Without evaluating the devices co cannot determine the exact cause for these events.